Event description:
It was reported that patient presented in clinic for follow up. Out of range lead impedance was noted twice in the past. All measurements were in normal range during in-clinic testing. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.